Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that catheter issue occurred. The 65% stenosed target lesion was located in the proximal segment of the left anterior descending (lad) artery. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the image could not be shown despite proper connection and sufficient priming. Upon inspection, it was found that the probe was separated from the catheter inside the patient. Another of the same device was used to complete the procedure. There were no complications reported, and the patient was stable.